Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient representative reported right side "pain, discomfort, shape and size alteration of breast and asymmetry in relation with the other, and the rupture of one silicone prosthesis", "rupture", "recall", "motionally shaken, depressed, due fear for patient¿s life, besides the consequences of eventual liquid leakage in patient¿s organism, with the possibility of irreversible consequences", " reduction of antero-posterior diameter" and " leakage of small quantity of silicone adjacent to medial and inferior edge of implant, between casing and fibrous capsule." Device remains implanted.